Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.